Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices were tested with hcg-positive urine at the qc cutoff and at high hcg levels. All of the results were hcg-positive at read time and met the qc specification. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving false negative hcg results "ever since last year," but could only provide information regarding events occurring on one patient. The patient tested at home using a home pregnancy test and received a positive hcg result. On (B)(6) 2017, a urine sample was collected from the patient and produced a negative result using the pro advantage hcg urine cassette. The same day, a sample was collected at (B)(6) and produced a quantitative hcg result of 432,000 miu/ml. The patient's last menstrual period was (B)(6) 2017.